Event description:
The customer contacted baxter's technical service center to report bubbling plastic and a strange odor on a homechoice (hc) device during startup, patient not connected. The caregiver (cg) stated that the thin plastic cover on top of the hc started to bubble and the cg also stated that a weird smell came from the cassette door. The cg stated there were no alarms. The cg was requesting a swap. The baxter technical service representative (tsr) initiated a swap of the device. The cg can program therapy on the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter; the initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of bubbling plastic, with strange odor. Internal and external visual inspections were performed and revealed bubbling plastic, with strange odor. The odor portion of this complaint was not really an issue, other that it is a normal rubber smell. The assignable cause for bubbling plastic, with strange odor was determined to be defective heater pan with normal gasket odor. Scrap the heater pan and door gasket. The product did not meet specification due to bubbling plastic, with strange odor. The device sent for servicing.